Event description:
Pt sustained a fracture to her right hip and underwent placement of prosthesis of the right hip during 10/95 at another facility. She sustained a dislocation to the hip two to three days postoperatively which required surgical intervention. The pt is now able to ambulate on the extremity but complains of severe pain. She uses a cane for assistance. Preoperative radiographs of the hip revealed a lucent area along the medial portion of the distal portion of the stem, suggesting loosening of the stem. The pt was taken to surgery for revision of the prosthesis. Intraoperatively, the prosthesis was found to be grossly loose. A total hip prosthesis was placed.